Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient was revised due to blood tests revealing elevated metal ion levels. Patient experiencing increasing pain. MRI demonstrated synovitis with rupture of the anterior capsule and secondary tissues. There was osteonecrosis around the periphery of the femur and the acetabular rim. Approximately 1cm of bone loss posteriorly along the previous posterior column of the acetabulum. The locking ring did not move smoothly and had to be revised. Corrosion was noted at the head-stem junction. Posterior pseudocapsule was very thick with avascular tissue below the external surface and surrounding the femur. Anterior superior pseudocapsular tissue was excised. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00801803201 ¿ cocr head ¿ 61864049; 00771100410 ¿ m/l taper stem ¿ 61870564; 00630505032 ¿ xlpe liner ¿ 61835863; 00625006525 ¿ bone screw ¿ 61801366; 00625006525 ¿ bone screw ¿ 6188102. Customer has indicated that he product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00216, 0001822565-2018-04654, 0001822565-2018-04651.

Event description:
It was reported that patient underwent a right hip revision approximately 7 years post implantation due to elevated metal ion levels, in-vivo implant corrosion, altr, necrosis, bone loss, pain, synovitis and pseudotumor. There was black discoloration at the trunnion and bore of the femoral neck and femoral head, consistent with fretting, corrosion, or more likely of both. During the procedure, the locking ring did not move smoothly and was difficult to open for removal of the liner. The head, liner and locking ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.